Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: visual analysis of the device was performed which identified: yellow particles on the device inner surface, white particles on the device outer surface, brown biological material in the fill channel of the diaphragm valve, and curved opening on the anterior of the device. A leak was performed with no leakage. Micro analysis was performed which identified a striated, curved opening on the anterior of the shell, due to surgical damage. A fill inspections was performed which identified no blockage in the diaphragm, valve. The events of ill defined complaints is a physiological complication and analysis of the device generally does not assist allergan in determining a probably cause for this event. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Health professional reported a left side deflation. Additional information: documentation received from a patient representative alleges the patient had concerns of "soreness, tenderness¿, ¿hurting¿, ¿constipation¿, and ¿a wide interval between the breasts with the nipple areolar complexes point in different directions¿. Documentation also alleges the patient has ¿suffered bodily injury [¿] and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future¿. Event of "constipation" is not considered device related as there is no currently known medical chain of causality that would reasonably relate the event of ¿constipation¿ to the device. Device was explanted. See MFR # 9617229-2017-01718 for right side report.